Event description:
It was reported that during the implant procedure the patient experienced cardiopulmonary arrest due to a traumatic heart block indu ced by the guidewire catheter. The patient was intubated and the right ventricular (rv) lead was implanted to provide pacing support. Intubation was removed by the end of the procedure and there were no further patient complications as a result of the event. The patient was reported to be enrolled in the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).